Event description:
A report was received that the patient was experiencing seizures. It was unknown if seizure was device or procedure related. The patient's system was explanted in order for the patient to undergo an MRI.

Manufacturer narrative:
Additional information was received that patient's seizure was not believed to be device and procedure related. The patient still currently taking oral medications.

Event description:
A report was received that the patient was experiencing seizures. It was unknown if seizure was device or procedure related. The patient's system was explanted in order for the patient to undergo an MRI.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4). Description: st linear lead, 50cm, the explanted devices were not returned to bsn as they were discarded by the medical facility.